Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010, inratio: 1.2, reference: 3.1, mean: 2.15, confidence limits: 1.4-3.1. Date: (B)(6) 2010, inratio: 1.9, reference: 3.1, mean: 2.50, confidence limits: 1.6-3.4. Per description, time of testing between inratio and reference is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Inratio value of test 1 falls outside the limits, so the criteria are not met and the value is discrepant beyond the documented variability for pt/inr testing. Previous investigation on strip lot #225323 (B)(4) from another case met the criteria for accuracy. No further investigation will be pursued. Inratio precision data provided by end-user: date: (B)(6) 2010, 1st inr: 1.2, 2nd inr: 1.9, mean: 1.55, sd: 0.49, %cv: 31.93. Since %cv is more than 20%, the test failed the criteria for precision. Previous investigation on strip lot #225323 from another case met the criteria for precision. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out of three replicates for both samples for strip lot #225323 are within the allowable bias (changed to + or - 1.0). No discrepant results are produced on returned and in-house meters. These meet the above criteria, and then no further action is required. For each pair of replicates for each sample on strip lot #225323, mean and standard deviations were calculated. In-house test results have 2.84% and 6.84%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on inratio meters. No further action is required. Conclusion: data outside of limits set by manufacturer. A previous investigation of this lot number of strips passed specification criteria. No product performance issue identified. The customer will be in contact with ts to monitor readings. No product performance related issues identified; corrective action not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.2-1.9, alternate poc meter: 3.1. Customer is getting insufficient sample error and results between 1.2 and 1.9. Alternate meter at doctor's surgery is reading 3.1.